Event description:
The customer contacted physio-control to report that during a recent event involving a patient, their device powered off by itself. Power could not be restored even though the customer had installed two fully charged batteries and attempted to plug the device in an ac power source. The patient, a (B)(6) year-old female, was being monitored during the event and did not required defibrillation. A backup device was obtained and used to continue patient care. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control examined the removed power pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u5, which was electrically shorted from pins 12 to 13.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.